Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: the system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The 9735821r camera, lot p904231 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .308mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case the localizer (camera) faulted. Patient present, surgery ultimately abandoned. Navigation was aborted. While troubleshooting the manufacturer representative (rep) accessed the network device interface (ndi) toolbox, which showed a complementary metal oxide semiconductor (cmos) battery fault. The probable cause was the malfunctioning camera cmos battery, and the camera needed to be replaced. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: vendor hardware analysis was completed on the returned psu. It was confirmed to be a battery issue. The faulted battery has been replaced. The enclosure and ir windows have also been replaced as per customer request. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.